Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 626210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, stress incontinence and genital prolapse nos. Previously administered products included for an unreported indication: nova ring. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal "), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), tooth disorder ("dental problem ") and migraine ("migraine/headache "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, alopecia, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure devices easily placed bilaterally with 3 trailing coils on each side. Discrepancy noted for the date of insertion: (B)(6) 2008 and (B)(6) 2012 discrepancy noted for the date of removal: (B)(6) 2019 and (B)(6) 2021 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2008: essure placed properly results: other (please describe) no extravasation of fluid to or beyond the implants. Lot number: 626210 manufacturing date: 2007-11 expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2021: while processing a fu information, it was noticed that case (B)(4) should have been considered a fu from this case. All information (references and source documents) from deletion case (B)(4) (MFR number: 2951250-2020-13627) were transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 626210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, stress incontinence and genital prolapse nos. Previously administered products included for an unreported indication: nova ring. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal "), heavy menstrual bleeding ("menorrhagia"), migraine ("migraine/headache "), alopecia ("hair loss") and tooth disorder ("dental problem "). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, migraine, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure devices easily placed bilaterally with 3 trailing coils on each side. Discrepancy noted for the date of insertion: (B)(6) 2008 and (B)(6) 2012. Discrepancy noted for the date of removal: (B)(6) 2019 and (B)(6) 2021 . Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2021: findings: normal-appearing uterus, approximately 4 cm left ovarian endometrioma with adhesions of the omentum around the left ovary, dense adhesions of the right ovary to the right ovarian fossa in the area overlying the right ureter, normal-appearing fallopian tubes, normal-appearing bladder and both ureteral ostia visualized with positive ureteral jets bilaterally on cystoscopy. Specimens removed: uterus, cervix, right fallopian tube, left ovary and left fallopian tube. Complications: none. Post-op condition: stable. Ultrasound scan vagina - on (B)(6) 2008: essure placed properly: results: other (please describe) no extravasation of fluid to or beyond the implants. Lot number: 626210 manufacturing date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-sep-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. 626210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, stress incontinence and genital prolapse nos. Previously administered products included for an unreported indication: nova ring from 2012 to 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), tooth disorder ("dental problem") and migraine ("migraine/ headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, alopecia, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure devices easily placed bilaterally with 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2008: essure placed properly. Results: other (please describe) no extravasation of fluid to or beyond the implants. Lot number: 626210, manufacturing date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: medical record received. Reporter information, medical history, essure removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.